Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that an infusor did not infuse during patient therapy. On (B)(6) 2011, the infusor was connected to the patient just after filling. On (B)(6) 2011, the patient returned to the hospital at the end of the intended five-day infusion period, and the hospital observed that the device had never infused the solution. The device was filled with a solution of 5-fluorouracil manufactured by accor and 5% glucose manufactured by fresenius. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test was performed by filling the bladder with dextrose solution. After fill, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.